Manufacturer narrative:
Investigation summary: bd received samples, photos, and a video from the customer facility for investigation. The photos and video were evaluated and the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was performed and no foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and video, the customer¿s indicated failure mode for foreign matter on the cannula with the incident lot was observed. Additionally, evaluation of the customer samples was conducted and no foreign matter was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before use of the bd vacutainer® flashback blood collection needle there was a an oily substance of foreign matter on the cannula. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: the customer found some fbn have fm on the IV cannula. Occurred rate is 20%.